Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on the v lead was observed on stored egm. Programming changes were recommended.

Event description:
New information received notes that when the patient presented remotely through merlin.net transmission, post-paced t-wave oversensing was observed again on stored egm. The patient has an lvad and it was reprogrammed but the oversensing was observed again. The oversensing had been very infrequent and was only a rare intermittent beat. ICD was reprogrammed. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received notes that device reprogramming was done as suggested. Patient's condition is stable and no further events of non-sustained rv oversensing have been seen.